Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No audio/vibrate anomaly, no delivery alarm and no charge/battery lasts less than expected anomaly during test noted. Device received with cracked case reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
(B)(6) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the battery indication not alarming on insulin pump. The customer blood glucose level was unknown. Customer stated that they had changed batteries every week also the received unexplained no delivery alarms from time to time. Customer stated that scratches and damage to casing of insulin pump. The device will not be returned for analysis.